Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there were scale marking issues. This happened 8 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: (1) scale marking issue ×8.

Manufacturer narrative:
H6: investigation summary it was reported that product received had scale marking issues. To aid in the investigation, twenty-one samples and four photos of 5ml syringes were provided to our quality team for investigation. Through visual inspection, it was observed that ten loose syringes had ink dots, with seven in the scale marking area and three outside the scale marking area. The ink dots defect is associated with the printing process. This is most likely caused from incidental contact between two or more syringes with wet print. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 1236891. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the returned sample analysis the defect reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there were scale marking issues. This happened 8 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: (1) scale marking issue ×8.